Manufacturer narrative:
The device was not received for analysis at the time of this report; therefore no physical or visual analysis of the product can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. As noted in the device instructions for use (dfu) warnings, "if resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the wire and/or catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the zipwire hydrophilic guidewire's tip, damage to the catheter, or damage to the urinary system. If necessary, remove the zipwire hydrophilic guidewire and ancillary device or scope as a complete unit to avoid complications." At this time it is not possible to assign a definitive root cause for the event as reported. Based on the information provided to date, it appears that clinical and/or procedural factors may have impacted on the event as reported. The patient information was not provided. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Event description:
It was reported that: open a new zipwire 0.035 from the package and the wire was wet prior using, wire was inserted into a 5fr ureteral catheter and advanced into the kidney for access. After done fluoroscopy, the wire was found not in good position for advancement of the next accessories, hence he pulled the guidewire back and retry, and immediately he saw the wire was stripped and the inner nitinol core was exposed under the endoscope. The stripped coating of the wire was unable to retrieve after 1 hour. Additional information reported that there was strong resistance noted while pushing the guidewire through the ureteral catheter. It was also reported that a nephrectomy was done on the patient to prevent the patients kidney from further infection.

Manufacturer narrative:
Device evaluation: as received, the specimen consisted of one-1 clinically used, damaged hydro gw std s 150-035 device; returned reloaded into the dispenser assembly and double-bagged within "zip-lock" style poly biohazard pouches. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable prior to shipment. The specimen presents skive/cut damage to the polymer jacket in a proximal to distal orientation beginning approximately 19.10cm from the distal tip with jacket removal exposing the metallic core wire. The exposed core wire presents spiral bend damage over the distal 19.2cm, consistent with tensile load strain. The specimen also presented kink damage located 40.8 to 40.9cm from the distal tip, consistent with bending overload. Microscopically the specimen coating appeared to be worn and abraded; consistent with clinical use. Except where noted, the specimen device appeared visually and dimensionally correct. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided to date, it appears that clinical and/or procedural factors may have impacted on the event as reported. If there is any further relevant information provided, a follow up report will be submitted.